Event description:
Pt called clinician cell phone on saturday (B)(6)-2009 at 1:18pm. She called to report that her blood sugars have been very high for several days. She states it is also reported high ketones in the urine. She said she has been trying to lower her blood sugars by taking correction boluses and it did not help. She called another clinician earlier who instructed her to disconnect from the pump and take a correction by subcutaneous injection and call me in a couple of hours. The pt followed her instructions. She states she gave herself 24 units of novolog a couple of hours ago and her blood sugar remained high. I asked her if she has been ill or has any signs and symptoms of infection. She states she has "kidney pain" and she has a history of utis. She also told me that her insertion sites on her abdomen are red and itchy and "look like pimples". She denies that there is any pus coming from the sites. She also mentioned that she was exposed to a family member who developed a (B)(6) infection requiring hospitalization and antibiotic treatment. I told the pt to leave her pump off and go immediately to the emergency room for hydration, blood glucose mgmt and eval of the insertion sites on her abdomen. I asked her to call back with an update as soon as possible.

Manufacturer narrative:
Summary and conclusions: the delivery accuracy of the pump passed and therefore is within the acceptable + or - 5% tolerance. Thus, the pump was functioning as designed and was not the root cause of the high blood sugar. Two days prior to the complaint on (B)(6) 2009, the pt did not deliver any boluses for food intake which may result in the high blood sugar experienced by the pt. The back label of the pump appears to have been intentionally removed by the pt for an unk reason. The pump is functioning as designed.